Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, menorrhagia and morbid obesity. (B)(6) 2017- surgical pathology right and left fallopian tubes without fimbriated (5.3 cm in length by 0.5 cm diameter and 5.5 cm in length by 0.3 cm diameter, respectively) the right and left fimbria fallopian tubes (right inked blue) is red-tan. Congested and with a pinpoint, possibly fibrotic: lumen. Within each fallopian lube is a metallic: coil (average length and 1.9 cm). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy, lysis omentum adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, menorrhagia and morbid obesity. On (B)(6) 2017 surgical pathology right and left fallopian tubes without fimbriated (5.3 cm in length by 0.5 cm diameter and 5.5 cm in length by 0.3 cm diameter, respectively) the right and left fimbria fallopian tubes (right inked blue) is red-tan. Congested and with a pinpoint, possibly fibrotic: lumen. Within each fallopian lube is a metallic: coil (average length and 1.9 cm). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy, lysis omentum adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.